Event description:
It was reported that this implantable pacemaker recorded isolated oversensing and undersensing in the right ventricle (rv). Further review was recommended. The device remains in service. No adverse patient effects were reported.